Event description:
Lap. Cholecystectomy - "clip did not close ordinary; but the following clips did work ordinary. No pt injury occurred, no insufficiencies occurred. The not completely closed clips were detected and could be retrieved out of the pt. Clip applier was disposed." Pt status: "ok".

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.